Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device electrical reset was observed in clinic. Additional information was requested, however, is not available. The device remains in use. No patient complications have been reported as a result of this event.